Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/16/2022, it was reported by a sales representative via email that an ar-1915sf corkscrew suture anchor broke off the inserter during insertion. Surgeon was using a total of three corkscrew suture anchors for the procedure, the first and third were inserted without any issues. This was discovered during a distal bicep repair on (B)(6) 2022.

Manufacturer narrative:
The complaint is confirmed based on the customer-provided photo of the inserter, where remnants of the anchor can be seen within the inner diameter of the distal end of the inserter shaft. The cause, however, remains undetermined without receipt of the device for physical evaluation. No change in harm was identified.